Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s, (unknown); implant date n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield that was difficult to open and had resistance resheathing in the phenom 27 microcatheter. It was reported that the patient was undergoing a procedure for flow diversion treatment of a left internal carotid artery (l-ica) unruptured saccular aneurysm. The devices were prepared and catheter flushed as indicated in the instructions for use (IFU). The pipeline had difficulty opening. Then also had difficulty resheathing and it seemed the ptfe sleeves were caught on the distal segment of the pipeline stent. The pipeline pushwire coil was damaged. There was no damage to the catheter. Ancillary devices: phenom plus guide catheter (model: fg190120-1030-1s), synchro guidewire.